Event description:
It was reported that the patient complained of pocket pain and stimulation. The left ventricular lead developed high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.